Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a rv lead revision due to noise, the device was unable to interrogate. The device was unable to get communication through the wand with sterile wand cover. It was noted that risk of infection increases each time device pocket is open. However, there was no currently infection. In addition, the programmer would not allow to use the internal psa. The physician was too impatient to wait for programming/testing through the device due to slow connection and constant loss of connection. Communication was reestablished after the case was completed to only lose it again and have the programmer freeze. It was noted that it was taking several minutes to get the pacemaker to pull the information from the device. A second programmer to interrogate and make programming changes was used. Device remains implanted. The patient was stable.